Event description:
It was reported that arthroscopic revision surgery was performed to remove atrial patellar component that left inside the patient during the original surgery. "Patient was seen at 6 weeks post op, 2008, doing well with 0-125 motion and x-rays were normal. On approx five weeks later, patient was seen for 3 months follow-up visit, patient was complaining of pain in the suprapatellar area of the knee. X-rays were normal. MRI scan was ordered to evaluate this area, revealing a retained patella trial. Patient was scheduled for arthroscopic removal of this part on twelve days later. Patient underwent successful removal of retained patella trial on the same day and reported relief of the pain. Patient remained hospitalized until two days later, at which time she was discharged to him in stable condition and with instructions to resume her outpatient physical therapy program. Patient is scheduled for follow-up on the following month, for suture removal."